Event description:
It was reported that customer experienced broken pump screen that remained black even though pump still powered on. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was returned for evaluation, and distributor arranged replacement pump for continued therapy.